Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure in the sfa the pta balloon allegedly would not deflate. Reportedly, a re-entry catheter was used to puncture the balloon. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the sfa the pta balloon allegedly would not deflate. Reportedly, a re-entry catheter was used to puncture the balloon. There was no reported retraction issues. Another balloon was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was returned for evaluation. A visual inspection found the inflation hub to be detached from the rest of the catheter. Therefore, the investigation is confirmed for a hub detachment. However, due to the hub detachment, the investigation is inconclusive for the reported deflation issue, as the device was unable to be functionally tested. It is possible that the detached hub contributed to the reported deflation issue. However, the root cause for the hub detachment could not be determined based upon the available information. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.